Event description:
It was reported to gore that a pt alleges to have experienced chronic pain and erosion after allegedly having been implanted with a "gore-tex mesh". It was reported that the pt alleges having undergone at least one add'l surgical procedure to remove the device. Add'l, event specific info has not been provided.

Manufacturer narrative:
The manufacturing records for this lot are beyond the required retention period and therefore, cannot be reviewed. Although documents are unavailable, standard manufacturing procedures require lot history review before release of the device to ensure compliance with device specifications.

Manufacturer narrative:
Additional details regarding the patient's clinical course study were ascertained from a review of medical records and are as follows: it was reported that on (B)(6) 1996, the patient underwent a procedure and a "gore-tex mesh" was used. Medical records indicate that in 1996, the following procedures were performed: asc, burch and sigmoidopexy. According to the records, "the patient was feeling well for approximately two years, however, then she developed a burning vaginal discharge that her physicians evaluated, and determined to be peritoneal fluid leaking from a vaginal peritoneal fistula." Records indicate that in 1998, "she then underwent repair of this fistula, and removal of part of the mesh that had eroded into her vagina." The patient's symptoms reportedly recurred, and in (B)(6) 2000, the patient underwent additional vaginal fistula repairs and mesh removals through the vagina. A clinic note dated (B)(6) 2001 provided the aforementioned summary of the patient's clinical course which is noted to be provided by the patient and that "we have no supporting documentation at present." No records related to the implantation or product identification of a "gore-tex mesh" were provided. Medical records dated (B)(6) 1999 indicate the patient underwent "excision of lower gore-tex graft material and closure of vaginal fistula." The records state: "...there was a piece of gore-tex graft with prolene sutures in the gore-tex that was not attached to the top of the vagina." "The entire amount of gore-tex [was not excised] because this was attached to the sacral promontory." A clinic note dated (B)(6) 2004 indicates: "she underwent a gore-tex graft for vaginal suspension and had the final piece of this removed after it became chronically infected in (B)(6) 2002. She had complaints of vaginal pain and inflammation since that time." An outpatient record dated (B)(6) 2005 states: "it should be noted from her prior notes that she has a long history of having had prolapse surgery and a variety of material placed to elevate her pelvis. She then developed a chronic infection of this area that required several surgeries to remove her gore-tex. Following that, she developed very inflammatory area in the vagina that was eventually cleared, followed by this inflammation on the posterior fourchette that has not been cleared until her surgery. It should be noted that she had a candida glabrate infection that may or may not have played any role with her vaginal symptoms." It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore's eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: "when using this device as a permanent implant and exposure occurs, treat to avoid contamination or device removal may be necessary." "Possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Manufacturer narrative:
Medical records dated (B)(6) 2001 indicates patient underwent gore-tex graft excision, bso and cystoscopy. The record also indicates that "encapsulated gore-tex at vaginal vault extending to sacrum" and "the graft was excised down as far as possible to the sacrum." Discharge note dated (B)(6) 2001 indicates that the patient has "undergone five prior procedures for sequential excision of pieces of the gore-tex mesh from the vaginal vault." Medical record dated (B)(6) 2001 indicates her follow up course after her (B)(6) 2001 surgery "has been complicated by recurrence of vagina discharge that causes burning." The record further notes that "it would be very unlikely this would be a recurrence of her fistulas as she has no gore-tex remaining in the vaginal vault," clinic note dated (B)(6) 2001 indicates. She had several operations to remove part of a gore-tex graft at the top of the vaginal area. On (B)(6), the rest of the gore-tex graft was removed. The patient "then developed a burning vaginal discharge that was pinkish and red prior to the excision of the gore-tex, she had small fistulas draining from the area around the gore-tex into the vagina." Clinic note dated (B)(6) 2002 indicates patient is experiencing "lower abdominal pain and deep burning pain in the pelvis." The record indicates "her medical course in regard to this relates to a gore-tex graft being placed at the top of the vagina in 1996 she began to have a vaginal discharge, and a variety of parts of this graft have been subsequently removed." The record also indicates "in (B)(6) 2001, the remaining part of the gore-tex graft was removed, except for a small part in the sacrum." The note also provides the following impression." No inflammation of the vagina today in fact, the wet mount showed no white cells, but evidence of lactobacillus." Clinic note dated (B)(6) 2002 indicates that the patient presented with "complaints of lower abdominal pain and deep burning in the pelvis." The clinic note provides the following impression." Resolved inflammation as a result of gore-tex graft. The inflammation around the gore-tex as well as the epithelium of the vagina has now dissipated." The brand and lot# of the gore device was not provided in the medical records consequently, a review of the manufacturing records could not be performed. Based on the available information, a root cause for the report cannot be determined and evaluation codes remain unchanged. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore's eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others "when using this device as a permanent implant and exposure occurs, treat to avoid contamination or device removal may be necessary." "Possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." All information has been made available for tracking, trending and follow up.

Event description:
This report is being submitted as follow-up 1 to MFR report 2017233-2013-00527.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are l foreign as follows: operative records dated (B)(6) 1996 indicate the patient underwent treatment of a rectocele and vault prolapse. The records indicate an abdominal sacrocolpopexy, adhesiolysis, and moschowitz procedures were performed. Records indicate a gore-tex soft tissue patch was used during the procedure.